Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the clinic for an equipment check. The white cable was showing a power cable disconnect when connected to wall power. A log file analysis captured 2 pump stops and 1 low speed advisory on (B)(6) 2021. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on batteries. This patient already had a known short to shield that appears to have matured into a phase to phase short. Images sent in of the driveline did not show anything conclusive. The hospital reported that there may be a bend near the pump which was prominent on images. A percutaneous lead issue was confirmed but it was not known whether the issue was internal or external. The patient underwent an external driveline repair approximately 3 inches from exit site on (B)(6) 2021 and was placed on a grounded cable without any issues or alarms. Additional log files were submitted and noted the driveline repair events on (B)(6) 2021. The log file data from (B)(6) 2021 did not show any pump stop or low speed events. The patient underwent a pump exchange on (B)(6) 2021.

Manufacturer narrative:
Section d9: a percutaneous lead segment was returned on 19apr2021. The pump was returned on 12may2021. Manufacturer's investigation conclusion: further review of the log file did not reveal any issues related to the white power cable or atypical power cable disconnected alarms while connected to wall power. The evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , confirmed internal driveline wire damage that would have contributed to the reported pump stop event. The submitted log files contain data from (B)(6) 2021. On (B)(6) 2021, a low speed advisory alarm was observed prior to the pump stopping. The pump ramped back up to its set speed without issue following the event, which was associated with low speed and low flow hazard alarms. It was noted that a driveline repair was performed on (B)(6) 2021. Following the repair, no further low speed or pump stop events were observed. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 16¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. No damage was observed to the outer silicone jacket of the driveline. Upon removal of the outer silicone jacket, the bionate layer had a dark discoloration, however, no damage was observed. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient ultimately received a pump exchange on (B)(6) 2021. (B)(6) was returned assembled with the driveline (dl) cut approximately 10¿ from the pump housing. A middle segment was returned measuring approximately 1¿ and the remaining distal portion of the driveline was returned measuring approximately 29¿. Evidence of the previous driveline repair was observed. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft and outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. A plastic thread protector was also returned attached to the distal-side of the outlet elbow. Examination of the pump's blood-contacting surfaces upon disassembly revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pins of the metal connector were free from deformation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. No damage was observed to the outer silicone jacket for each segment of the driveline. No damage was observed to the bionate layer of the driveline segments. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. Upon removal of the metal braided shielding, a breach was observed on the yellow wire approximately 8.5¿ from the pump housing, exposing the inner conductors. Additionally, a breach to the black wire was observed approximately 8.75¿ from the pump housing. Lastly, a breach was also observed on the orange wire approximately 14¿ from the pump housing. Although a specific cause could not conclusively be determined through this evaluation, the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Further inspection of the remaining driveline segments did not reveal any obvious breaches to the wires. The wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a grounded power source, the resulting electrical short to ground could have resulted in the reported low speed and pump stop events. In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct contact with each other or simultaneous contact with the metal braided shield while the device was supported by batteries or the power module with an ungrounded patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16jun2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook, is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.